Event description:
It was reported that a lead impedance alert was triggered on the patient's right ventricular (rv) lead due to low impedance. During the lead impedance alert it was also reported that the patient was syncopal. Subsequent examination by the patient's physician revealed that the rv lead had fractured and exhibited high impedance and intermittent capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).